Manufacturer narrative:
A voluntary medwatch form 3500/3500b was received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable pulse generator (ipg) leads caused reoccurring staph infection. Follow up with the patient's clinic indicates that the patient did have a system extraction due to infection. The system was explanted and replaced. No further patient complications have been reported as a result of this event.